Manufacturer narrative:
The investigation for low pump flow and pump stop has been completed. The pump not returned. Data logs showed flows within range until an ingestion. About four hours later, the motor current (mc) and placement signal (ps) trended steeply upwards and flows decreased for just less than three hours before a high mc pump stop. The pump did not restart. Central venous pressure is stable at this time. This increase in mc and ps indicated more resistance on the impeller, likely more biomaterial gathering on the existing biomaterial from the ingestion. The clinical description stated that the pump was not turned to p-2 when lines were being removed/managed. This is a potential factor for clots being dislodged and ingested into the pump. The clinical description also mentioned a large clot on the inflow cage upon explant. The cause of the pump stop issue was likely biomaterial. The cause of the low pump flow issue was most likely biomaterial.

Event description:
The complainant reported that the impella rp flex began experiencing decreased flows post tricuspid valve pacemaker removal. The patient suffered multiple arrests as flows were not adequate. According to the care team, arrests are due to multiple issues, not just decreased flows on the impella rp flex. Flows continued to decrease for hours. A shock call was initiated. The pump stop was experienced in the cardiac catheterization lab while prepping for the procedure. Attempts made to restart per protocol were all unsuccessful. The impella rp flex was removed post venoarterial extracorporeal membrane oxygenation cannulation. A large clot was also noted in the inlet post removal. The patient survived the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿